Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the procedure was converted into an open surgery for an unspecified reason. The valve was not implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system (dcs); product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system (cls). Corrected data: h3 - aware date corrected to 2024-07-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the valve implant, the patient was noted as a surgical candidate prior to the procedure. During the valve implant, the patient had a tight valve are and became hypotensive each time the valve was crossed. During the first deployment attempt, the implant depth was too shallow. The valve was recaptured and pulled out of the valve. The patient's pressures recovered. During the second deployment attempt at 80% deployed, the patient became hypotensive and would not recover and the valve was recaptured a second time. The patient was a low risk surgical candidate, the implanting team decided to convert to open heart surgery.